Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing endcap sticker. No frozen display noted during our testing. (B)(4).

Event description:
Customer reported via phone call that insulin pump froze during a bolus delivery. Customer reported that buttons were not responding and batteries were removed and put back in and then customer received a button error alarm. Customer was not sure how it occurred. Customer's blood glucose was 138 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.